Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. Corrected: d1, d4 (catalog, lot, exp date), g4 (PMA). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the insert has worn.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received from sales: 1 what is the affected side involved in this event? Left side. 2. Please clarify once again for the patient status/ outcome / consequences? The primary surgery was (B)(6) 2022. Due to early wear of the insert revision was done (B)(6) 2023. After that patient did not experience any major issues. However, all of a sudden, in early this year ((B)(6) 2025) she started experiencing squeaking after getting up from dinner table. X-rax showed proximal migration of the head in the socket. Second revision and insert exchange was done (B)(6) 2025. Since the second revision surgery patient is symptom free, no complaints. 3. Can you confirm the primary surgery date or the original implantation date? Primary surgery date was done (B)(6) 2022, revision was done (B)(6) 2023 and second revision was done (B)(6) 2025. 4. Was there any surgical delay related to the event? No.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: insert has worn. The product was not returned to j&j medtech orthopaedics, however x-rays were provided for review. See attachment documents for (B)(4). The x-ray investigation revealed nothing indicative of a device nonconformance. Based on the revision dates, they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the x-rays provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: added: d10 (concomitant), h4. Corrected: d4 (primary UDI number).